Manufacturer narrative:
As reported, an ipsilateral approach was made to the lesion with a non-cordis sheath introducer was and a non-cordis guidewire to cross the lesion. Then, a slalom pta .018 hp 80 3x4 was delivered to the lesion for inflation. However, it ruptured at approximately ten (10) atmospheres (atm) during its third inflation. Therefore, it was replaced with a new non-cordis balloon catheter from other department of the hospital. The procedure finished successfully. There was no reported patient injury. The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown. There was no difficulty encountered when removing the product from the hoop or when removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The lesion was heavily calcified. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17576355 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (highly calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an ipsilateral approach was made to the lesion. A non cordis sheath introducer was inserted and a non-cordis guidewire crossed the lesion. Then a slalom pta .018 hp 80 3x4 was delivered to the lesion for inflation. However it ruptured at approximately 10 atmospheres (atm) during its third inflation. Therefore it was replaced with a new non-cordis balloon catheter from other department of the hospital. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown. There was no difficulty encountered when removing the product from the hoop or when removing the protective balloon cover. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The lesion was heavily calcified. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.